Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead it was difficult to fixate the lead into the heart and poor measurements were noted. In addition, the stylet was changed but resistance was still seen when inserting the stylet into the lead. A new lead was used. The lead will not be returned due to infectious disease. No adverse patient effects were reported.